Manufacturer narrative:
Lumenis investigated the reported event by contacting the distributer; patient treatment settings, patients information, patients photos and incident form were provided by the facility. A lumenis healthcare professional reviewed the reported event details and concluded: "in regards to the provided patient and treatment-related data (including examination of the incident report form and patient photographs), assessment of the skin condition and/or skin type seem adequate . The patient had a previous treatment on the same location without adverse event but with the major difference of spot used (rectangular versus round). In the second treatment, which might be too close in time to the preceding one (time line reported is confusing), it seems that the patient got treated with the ipl in the aopt mode with distinctive fluences and pulse durations per sub pulse in the sequence. As per reported data, the resulting overall fluence used would therefore be 35j/cm² which exceeds manufacturer's guidelines for the 6mm spot. In addition, pulse stacking got used which is not part of recommended practice and no test spot was made to validate the change of settings applied. The device was therefore subject to use error. The patient sustained a serious injury (2 atrophic scars resulting from 6 spots and most probably stacks of 3 per spot) that required medical intervention through prescription medication. The adverse event may lead to permanent impairment". The lumenis clinical training director and healthcare professional further concluded this to be with 'moderate severity' . A review of DHR has demonstrated that the system was manufactured, tested and released according to lumenis specifications. M22 sn (B)(4) was manufactured on 05-15-2019 and installed at the customer site on 12-18-2019. Lumenis contacted the distributor, he confirmed that the system performs perfectly and within the required specifications with no side effects. According to the clinical professional it is a user error, a failure on the part of the device operator to follow instructions described in lumenis user manual -um1024721 page a-3 revision h : "perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. For skin type v, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment.". While the information received to date does not confirm that a malfunction had occurred, the injury was defined as 'moderate', leaving a permanent impairment therefore the company the company is reporting the event. Lumenis is closing this complaint at this time; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A foreign facility reported by mail to lumenis director global clinical training that a patient sustained a scar after treatment with m22 ipl vascular.